Event description:
Cardiac monitor was attached to patient and running efficiently. Nurse at bedside noticed that oscillator spontaneously shut itself off. No alarms sounded, and mean arterial pressure read -22. Manual resuscitation of patient was initiated. Lights for restart button and 45 second silence did not display. Respiratory therapist arrived, troubleshoot routine started: check for leaks, used battery back-up. No response from machine. Representative was called. Replacement machine sent.